Event description:
The nurse reported the surgeon had posterior capsule tears on 5 of 5 cases, which were all converted to ecce to complete. An anterior chamber lens was implanted. The wound was sutured. The surgeon was concerned with bottle height as a possible issue. The surgeon stated the patient was in good condition. The system was used the following day with the same scrub technician and no problems were noted.

Manufacturer narrative:
The company service representative examined the system and did not find a problem with the system. The system was then tested and met all product specifications. The company sales representative reviewed the system settings on site and determined the settings were all within recommendations. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.